Manufacturer narrative:
Lot number: unknown. Expiration number: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - device was not implanted. Explanted date - device was not explanted. Occupation: unknown. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that according to the user there was no suture and no anchor inside the angio-seal device. Manual compression was done, and the patient was fine. There was no significant loss of blood and no significant delay of the procedure.